Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device shows damage/deformation on the articulating surface. Cement is still adhered to the cement pocket. The pegs are also damaged. The lot number is unknown for this device. An evaluation performed by our research lab noted the genesis ii oval resurfacing patella shows signs of burnishing and deformation on the articulating surface, with much of the damage being located on the lateral flange. On the opposite side, cement was mostly adhered to the cement pocket, and some burnishing and damage could be seen on the surface. The lateral peg appeared deformed, and the lateral flange appeared pushed in. The failure of the component was potentially a result of large forces acting on the lateral flange. The exact source of failure could not be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant failure.